Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® volux¿ into the nasolabial fold, 2mls of juvéderm® voluma¿ xc into the mentonean area, c1 c6 and jw5, and 2 mls of harmonyca with lidocaine into the zygomatic, ck4, and jw1. Patient was seen the next day with a case of severe inflammation in the nasolabial fold and labiomental areas. Patient was prescribed alyn and also treated with intramuscular dexamethasone the same day of onset. Swelling has improved, but event ongoing. Additional details received noting event resolved.